Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor transmitted false pause episodes. Upon review, it was determined the cause of the episodes was due to ventricular undersensing, most likely resulting from poor contact within the pocket. The asymptomatic patient would be monitored.